Manufacturer narrative:
Leo t. Li, calista sha, riona park, john k. Sadeghi, julissa jurado, david zeltsman, lawrence glassman, kevin hyman, vijay a. Singh, paul c. Lee. "Short term safety and efficacy of robot-assisted laparoscopic redo hiatal hernia repair without mesh: a retrospective cohort study." Journal of thoracic disease, vol 18, no 2 february 2026. Https://dx.doi.org/10.21037/jtd-2025-1206. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported the safety and efficacy of robot-assisted laparoscopic redo hiatal hernia repair without mesh in 52 patients between 2016 and 2025. In all patient¿s, non-absorbable barbed suture was used to repair the crural defect with silk anchoring stitch. No synthetic or biologic mesh was used. One patient required reoperation for acute re-herniation found on postoperative esophagram, due to suture failure. A second patient underwent reoperation for transdiaphragmatic herniation of the fundoplication wrap identified on endoscopy 14 months postoperatively. Reoperation due to bleeding and hemoperitoneum were not related to the device. Short term safety and efficacy of robot-assisted laparoscopic redo hiatal hernia repair without mesh: a retrospective cohort study 10.21037/jtd-2025-1206.